Manufacturer narrative:
Updated the conclusion code.

Manufacturer narrative:
Updated the reporting address.

Event description:
This report is based on information provided by the remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro, indicating the spontaneous restart of the device. The device was in use at the time of the event, however no impact to the patient.